Event description:
It was reported that the patient was seen by the physician as the artificial urinary sphincter did not work as expected. One month later, the patient had the artificial urinary sphincter 4.0 cm cuff replaced with a 3.5 cm cuff as the patient experienced urine leaks when coughing or lifting heavy objects. No additional patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, and no leaks were identified in the cuff. Product analysis did not identify a malfunction with the cuff component and was unable to confirm the reported urinary incontinence.

Event description:
It was reported that the patient was seen by the physician as the artificial urinary sphincter did not work as expected. One month later, the patient had the artificial urinary sphincter 4.0 cm cuff replaced with a 3.5 cm cuff as the patient experienced urine leaks when coughing or lifting heavy objects. No additional patient complications were reported.